Event description:
It has been reported that the bd vacutainer® buffered sodium citrate blood collection tube has been found experiencing overfill during use. No patient impact was reported. The following has been provided by the initial reporter: customer is reporting overfilling of tubes. Affected lot number 3222679.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® buffered sodium citrate blood collection tube has been found experiencing overfill during use. No patient impact was reported. The following has been provided by the initial reporter: customer is reporting overfilling of tubes. Affected lot number 3222679.